Event description:
The customer reported that prior to use on a patient, the iabp on start up showed an error code number 10. The unit was replaced with another iabp to start the therapy. No patient injury was reported. Error code number 10 means power up number 10 dsp and host transducer calibration data do not match.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative examined the unit and replaced the executive processor board which got rid of code 10. Saline damaged the board. The unit is being tested to evaluate if any other boards will fail due to the saline. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).